Event description:
The customer's called and reported the customer's blood glucose as 567 mg/dl the insulin pump was cracked. It was unknown how the damage occurred. Customer was treated for high blood glucose with the insulin pump. It was unknown why customer's blood glucose was high and troubleshooting was declined. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was advised the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.